Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump are hard to press. Customer's blood glucose level was not provided at the time of the incident. The customer also reported a partial display. Troubleshooting was provided. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis. The auto mode feature was in use.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test and displacement test. All buttons functioning properly, including the select button. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).